Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The ups was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system restarted without prompt from the user after completing patient registration. It was noted that no error messages displayed. Following the procedure, the navigation system was shut down by design but exited in an abrupt manner inconsistent with the intended shut down process. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Device manufacture date updated to proper value.